Event description:
The user facility reported that while closing a 6fr sheath in a femoral access post the left heart catheterization procedure, a 6fr angio-seal device was pulled to close the artery. The closing process was good up until the point of locking the device into the angio-seal sheath. The account stated that it would not lock into place and or pull back to the locking position. They then just retracted the device as usual and cut the suture and held manual pressure as precaution that the device did not deploy properly. The patient condition was good, and the procedure was completed using manual pressure.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).